Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the flow sensors to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a sensor data error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had a sensor data error ventilation alarm. The rse advised the customer to then check the solenoid valve and data acquisition (da) printed circuit board assembly (pcba). Repair is currently pending.